Manufacturer narrative:
The reported complaint was confirmed via information obtained in the clinical review. Multiple diligence attempts for part return were unsuccessful so a root cause could not be determined. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) stopped working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team setup the unit for a cpb procedure without issue on (B)(6) 2020. Shortly after commencing cpb, the pressure measurement reading (not the actual pressure) went to the number 999, went back to normal and the ccm blacked out and quit working. The team was able to use local controls for all of the needed functions. The team continued the surgical procedure without issue with local controls. There was no delay in the surgical procedure, no harm or blood loss associated with the issue.